Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, the patient was preoperatively prescribed cytotec and was reported to have a stenotic cervix that was barely dilated for the procedure. During the procedure they had a 10 cc fluid loss at 3 minutes into ablation and at eight minutes into ablation, a fluid loss a 10cc was again reported with no visible fluid loss for either at the cervical os. Physician applied a second tenaculum at the cervix at the 3 o'clock position. The physician received a 3rd 10cc fluid loss alarm at the same time patient commented that she felt a hot sensation in her vagina. Cold saline was immediately applied and the machine went into cool down. Cool saline was then poured into the vagina. Upon hysteroscopy no evidence of burn was noted and no treatment was provided for the issue. There were no reported patent complications and the patient's condition has been described as fine.